Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 4 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that the heater bag had become ¿unhooked¿ from the setup. The hp had already cleared the alarm. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be supply bag disconnected without falling because disconnected disposable tubing is a known cause of this type of alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.